Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that the pump has been doing this for a while. Customer's blood glucose was 447 mg/dl. Customer treated with the pump. Customer stated that the alarm just occurred and it occurred during basal. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated the insulin did exit during 5.0 unit fixed prime. Customer stated that she does not have an extra set available and is not able to remove the set. Customer also had issues with bent cannulas. Customer was advised to contact her health care professional.